Manufacturer narrative:
(B)(4) users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore&#59412;tag&#59412;thoracic endoprostheses (proximal: tgt3420/7842909, distal: tgt2815/8005162), and a self-made stent graft proximal to the tag devices, to repair a descending thoracic aortic aneurysm. Follow-up imaging showed no issues, with shrinkage of the aneurysm to 56 mm. On (B)(6) 2015, five year follow-up imaging revealed a type ii endoleak of unknown origin. The diameter of the aneurysm enlarged to 65 mm. The physician elected to monitor the patient. No further information is available.